Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, glistenings were observed on both lenses, one has more glistenings than the other. He reported the patient's visual acuity is "good". Medical records were received which indicated, at approximately two months postoperatively, though the patient's visual acuity was "very good", with ucva of 20/20, the patient experienced glare and felt like she sees the edge of the iols which made driving difficult. She also indicated her eyes felt tired at the end of the day and she experienced excessive tearing, worse in the right eye than the left eye. The patient was given eye drops. At approximately three months postoperatively, a yag laser procedure was performed for pco (posterior capsule opacification). At approximately five months postoperatively, the patient indicated she was still having visual difficulty when driving at night due to glare. At approximately 12 months postoperatively, the patient indicated her visual acuity is good and she continues to experience glare at night, watery and achy eyes. At approximately 16 months postoperatively, the patient reported experiencing ringing in both ears and frequent tension headaches. There are two medical device reports associated with this event. This report is for the right eye. The report for the left eye was previously reported under MFR report# 1119421-2012-00276.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/13/2012 by fax and mail. Medical records were received on 04/25/2012. (B)(4).